Event description:
It was reported that the patient implanted with this tactra malleable penile prosthesis developed an infection. The patient was scheduled for a future surgical procedure to remove the device. No additional patient complications were reported.